Manufacturer narrative:
(B)(4). Additional information: the device was manufactured between january 15, 2014 and january 16, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the sample was discarded, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor over infused with a patient. The device was filled with 100 ml of sodium chloride by a compounding facility. The customer filled the device with fluorouracil at a concentration between 3.5 ¿ 5.5 g/230 ml to bring the total volume within the device to 230 ml. The infusion was expected to last 46 hours but finished after only 32 hours. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.